Manufacturer narrative:
(B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. However, the customer supplied two photographs of the incident: reference picture 1 and picture 2. Visual inspection of the photographs confirms the needle guard came off the needle and the needle were poking through the packaging. This failure mode aligns with past complaints related to package design. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The certificate of compliance, part of DHR, certifies that the lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in (B)(6) 2019 and is approximately 1.5 years old. A CAPA has previously been initiated to investigate this failure mode. The corrective actions are still pending implementation. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. However, the complaint of a needle poking through its packaging was confirmed by the customer's returned photos. The root cause of this failure is related to package design.

Event description:
It was reported that the protective cover of the needle slipped off the needle, leaving it exposed and puncturing the outer packaging of the kit.